Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up with the appropriate audible and vibratory functions. All the keypad buttons responded properly. The bolus button cover was intact and the button responded properly. The investigation was unable to duplicate the reported bolus button issue. Unrelated to the alleged button issue, it was observed that the display screen was dim and discolored and the battery compartment to have cracked along the threads.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. Reportedly, the bolus button had to be pressed harder and longer in order to elicit a respond. Patient reported that there was no damage to the bolus button or evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.